Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a software error from the insulin pump. The customer's blood glucose reading was 52 mg/dl. The customer treated with juice. The customer stated that the alarm did not occur during set change, priming or battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No software alarms, restarting on its own or loss of memory noted. However, unable to prime the pump during the prime due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window.